Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the films provided; however, the cause and subtype of endoleak could not be conclusively determined. Pre-implant CT¿s were not available for review so assessment of the patient¿s pre-implant anatomy and earlier post-implant cts were not provided for comparison of the stent graft in vivo configuration over time. Endoleak interrogation via selective angiograms (i.e. Injecting contrast from different levels within the stent graft) was not available for review, making determination of the endoleak type and rule out other possible sources difficult. A type ia endoleak is not considered to be a factor as adequate proximal seal was observed. Sufficient component overlap was noted, so a type iiia separation endoleak seems unlikely. A type iiib endoleak cannot be ruled out as anatomical factors that may contribute to a fabric wear leading to a type iii fabric endoleak , such as calcification, was noted near the limb stent grafts. A likely type ib endoleak from the contralateral limb may have been present. A type ii endoleak from patent collateral vessels is likely present. It is possible that disease progression with aneurysm morphology changes over the almost 8 years since implantation may have been a contributory factor also, but this could not be confirmed. Additional information: continuation of d10; section d references the main component of the system. Other medical products in use during the event include: brand name endurant ii iliac stent graft; product ID etlw1613c124ej (serial: v06312887); product type: 000474-aaa stent graft; implant date 2016-06-02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 60mm abdominal aortic aneurysm. Etbf2516c166ej was implanted on the left with etlw1613c124ej placed in the right side. Follow up post the index procedure has shown the mass diameter was stable at 60 mm and no problems were observed. It was reported approximately 6 years post the index procedure, CT imaging at another hospital confirmed that the mass diameter had expanded to 80mm. A type iiib endoleak from the left leg of the etbf2516c166ej was suspected and no other devices are interfering with that leg side. The physician suspected that there was calcification near the device, which interfered and caused the leak. No additional clinical sequalae were provided and the patient will be monitored.